Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/13/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was interested in the arm. The reaction was located on the around the sensor site, extended around the adhesive. The patient stated that after she had applied the sensor on (B)(6) 2016 it began to cause small bumps in the shape of a rectangle that lasted for 5-7 days and the skin was red and splotchy. The patient stated that she had developed dry, itchy eczema all over the body and over top of the initial red skin under the dexcom sensor. The patient stated that she had visited four different dermatologists and one endocrinologist who could not offer much help except for prescribing medication for the outbreaks. The patient stated that the dry, itchy skin had to be treated with prescription steroids (pills, creams, and shots). Date of medical intervention is unknown. At the time of contact, the patient was stable. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.

Manufacturer narrative:
(B)(4)

Event description:
No product or data log were not provided by the patient for evaluation, however a photo of the reaction was provided and evaluated on on 01/06/2016. Complaint for skin reaction was confirmed. The root cause could not be determined.